Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had received random motor errors and had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the act button was sticky, and sometimes he had to press button twice. There were cracks on the screen and on the back side of the insulin pump. The insulin pump will not be returned for analysis.